Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the obtuse marginal artery using ruby coils and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil out from the introducer sheath, the physician kinked the ruby coil; therefore, it was removed. Next, while advancing and retracting a new ruby coil into the target location to form the coil, the physician experienced resistance and kinked the pusher assembly of the ruby coil. Therefore, the ruby coil was removed. Subsequently, the physician was advancing a third ruby coil to the end of the microcatheter; however, it was reported the physician then pulled back on the ruby coil and noticed the coil had unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed and the coil was flushed out. The physician then reinserted the same microcatheter back into the vessel. The procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.